Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g6 user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the t:slim x2 pump screen.¿ device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during the load sequence. Reportedly, the customer did not perform the correct steps during the load sequence. A cartridge change was performed resolving the alarms. Customer's blood glucose level was 215 mg/dl.